Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead was to have a fracture close to the proximal end of due to the patient performing jumping jacks on a frequent basis. The patient underwent a surgical intervention to remove the lead and implant a new one. No additional adverse patient effects were reported.